Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator upon powering up unit alarm transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicate the reported issue. Evaluation revealed faulty transducer for pt802 and pt800. This is a known issue which can be reference with CAPA ca-20017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.